Event description:
It was reported that this patient experienced complete heart block. A 25mm lotus edge valve was implanted. During deployment of the 25mm lotus edge valve, the patient went in and out of complete heart block. A temporary wire was placed and the implant procedure was completed successfully. Two days later, the temporary wire was removed and the patient was in stable condition.